Event description:
It was reported during an attempt to deploy an angio-seal device hemostasis was not achieved. The pt was diagnosed with a retroperitoneal bleed, requiring surgical intervention. The arteriotomy puncture was reportedly above the inguinal ligament.